Manufacturer narrative:
The device log files were provided for evaluation. The reported alarm was confirmed in the device logs. The blower test screen indicated the blower rpm was zero, confirming a faulty blower. A replacement blower was ordered to resolve the reported issue.

Manufacturer narrative:
G4. PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that before use, the device experienced a technical failure 316 - blower failure. Complainant indicated that there was no patient involvement in the reported issue.